Manufacturer narrative:
The outstanding device was evaluated and the issue was confirmed. It was determined the velcro was misaligned on the product.

Event description:
This report summarizes 3 malfunction events, where it was reported the mattress had slipped off the litter. There was patient involvement, however there were no consequences or impacts to the patient.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the mattress had slipped off the litter. There was patient involvement, however there were no consequences or impacts to the patient.